Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The returned 652501 shaft was in used condition with no visible defect. High voltage porosity testing could not duplicate the reported issue. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the 652501 tube shaft 5mm, insulated, w/ luer lock, 330mm could not be put into service. The customer tested all the 3pm sheaths prior to using on patients with an electro current tester from steris. Out of the packaging, they recently had sheaths "arc" current around the flush port (blue cap area). There was no patient injury noted. Additional information received on 17aug2020 indicated that the shafts were brand new and they went through automated instrument washing device, dried, and then tested in the usual way when they get new instruments. There was no delay in procedure.